Event description:
The reporter indicated that the pt has a history of high atrial thresholds. On 1/8/97 and 3/5/97, a transtelephonic check revealed normal pacer functioning. On 4/30/97m a transtelephonic check revealed voo/vvi at 60 ppm. The pt was scheduled for an office visit. During the visit, the programmer displayed the eri (early replacement indicator) message upon inquire. The cell voltage is 2.64 v. The device was reprogrammed, thresholds checked, and proper functioning was observed.